Event description:
Consumer called to report erratic readings on their plink meter. Analysis run on clark erron grid using mean average reading (64) as ref. Point vs. Bd readings of 30,97 yielded data points in the dzone of the grid, outside of acceptable limits.